Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the surgeon shrewd the matrix screw, the head went off or was broken, the threaded part is still in the patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4): device broke intraoperative and was not implanted or explanted. Product evaluation investigation: article 04.503.206.01c: the investigation of the returned screw shows that screw is broken and only the head of the screw was returned. The screwdriver slot is damaged and twisted. Unfortunately, we have not been supplied with the relevant lot number in order to check the manufacturing documentation and specifications. We are aware of the fact that these are a rather delicate design; nevertheless, it is likely that the damage at the screw slot were caused due to too much applied mechanical force during insertion. Based on these findings, we conclude that these damages were not caused due to a manufacturing nor material problem. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in sweden as follows: it was reported that the head of the matrix screw broke off when the surgeon attempted to screw it in place. The threaded part remains in the patient.this report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.